Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified catheter device there was an issue with difficult insertion. It was stated ¿there was extra plastic on the catheter tip; it was very painful; and would not thread.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter, there was an issue with difficult insertion. It was stated ¿there was extra plastic on the catheter tip; it was very painful; and would not thread.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: the lot was built and packaged on afa line 11 from jan 22, 2018 through jan 27, 2018. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. No significant discoveries were found. Qn (sap) database review findings: 2 non-related qn¿s ((B)(4) and (B)(4) for flashback) were initiated during the production of the lot number related to this investigation. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis observations and testing: received a total of 2 insyte autoguard bc 20ga units, one of the units was received with the needle fully retracted within the safety barrel and both packages were open. Visual/microscopic examination: unit 1: traces of catheter lube was observed on the catheter tubing. The catheter lube is a non-foreign material part of the normal process of the product. Unit 2: the unit revealed an ¿o-ring¿ plastic material on the catheter tip, the defect was triggered by the manufacturing process. Conclusions: the foreign matter reported on the event description was confirmed, the piece of plastic described by the customer was a piece of catheter tubing that remained on the tip of the catheter. The plastic material found on the units was determined to be catheter tubing residual of an incomplete tip as a result of the manufacturing process. The o-ring would not be considered a defect in production per tip-009 since it is less than 0.30¿ in size. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Additional information was received for the medical device lot number(s), category number (s), manufacturing/expiration date(s), manufacturing location. The following field(s) have been updated: medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter. Medical device type: foz. Medical device manufacturer: sandy, becton dickinson infusion therapy systems inc. Common device name: intravascular catheter. Medical device lot #: 8022607. Medical device cat #: 382533. UDI: (B)(4). Medical device expiration date: 12/31/2020. Manufacturing location: sandy, becton dickinson infusion therapy systems inc. 510k: k11044.3 device manufacture date: 01/22/2018.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter, there was an issue with difficult insertion. It was stated ¿there was extra plastic on the catheter tip; it was very painful; and would not thread.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter, there was an issue with difficult insertion. It was stated ¿there was extra plastic on the catheter tip; it was very painful; and would not thread.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.